Event description:
This report summarizes <noe> 3 </noe> malfunction events. A review of the events indicated that 3 patient samples tested on the echo automated blood bank system produced inaccurate results. A review indicated that 1 patient sample test using the echo automated blood bank system produced an unexpected false negative result for the anti-k antibody. 2 instrument malfunctions produced an rh mistype utilizing anti-d4 and anti-d5 assays based on historical results for the patients. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.